Event description:
It was reported that on 04 april 2023, a 30mm amplatzer pfo occluder was selected for an implant using a 9f amplatzer trevisio intravascular delivery system (atv). During the procedure, the left disk of the device was not flat and instead it was a curved shape and appeared bulbous in shape. Device was removed from the patient prior to released from the delivery cable. There was no angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. A new 25mm amplatzer cribriform occluder was selected and implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and an 9f size delivery system was used. The cause of the reported device deformity could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.